Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and he experienced high blood glucose levels. He treated his high blood glucose of 400 mg/dl with syringes. The customer was unable to troubleshoot. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.